Event description:
USA. Allegedly a patient is experiencing a lateralization oh her right breast to her armpit, she complaints about the pocket that implant was inserted is larger, implant moved and the left side is tight. She is under wound care treatment due to her wounds is not healing and were infected r: (B)(6). L: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: lateralization, dehiscense, delayed wound healing, infection.